Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a vertical line on the user interface screen and a narrowed display range on their system controller. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the display on the system controller user interface was confirmed. During testing of the returned controller on a mock circulatory loop, a vertical white line in the display was observed, the display was distorted, and the bottom right corner of the display was black. Information was still able to be read from the display. The controller operated the mock circulatory loop within the expected range throughout testing and no atypical alarms were produced. The system controller was disassembled. The internal components were visually inspected, and no issues were observed. The controller's lcd screen was replaced with a test lcd screen and the controller was reconnected to the power module/mock circulatory loop and the display issue was resolved. The reported event was determined to be due to an issue with the lcd screen; however, a further root cause for the lcd issue could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. C) section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) (rev. A), under section 2 ¿system operations¿ explain the system controller user interface, including the display screen and all buttons, lights, and symbols. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. A) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. C) section 10 and heartmate 3 instructions for use (IFU) (rev. A) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.